Manufacturer narrative:
(B)(4): the ventilator did not malfunction. The power supply to the ventilator had a blown fuse which resulted in the ventilator battery not charging.

Event description:
It was reported that the ventilator shuts down after the (ups) power supply is disconnected. It is unk if the ventilator alarmed or if it was connected to a pt when the reported problem occurred. The caregivers did not notice the ups was not giving power to the ventilator and the internal battery of the ltv was depleted and not recharged.